Event description:
It was reported that the system exhibited pacing impedance measurements greater than 3000 ohms an intermittent loss of capture on the right ventricular (rv) channel. The patient was brought into the clinic and testing confirmed normal impedance measurements and stable threshold measurements. The rv pacing output was increased. It was noted that the lead in question is manufactured by a competitor. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).